Event description:
Customer reported poor image qual. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitors and system interface board. System operates as intended.